Manufacturer narrative:
Information was received, indicating that the event occurred, during testing. No patient was involved.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens. The downstream occlusion sensor was also bubbled. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. To further investigate, a functional test was performed. The reported issue could not be duplicated, but multiple errors were observed in the device ehl log related to the downstream occlusion sensor. Root cause could not be determined. The dso sensor was replaced for preventative measures.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device cannot read cassette; additionally the occlusion sensor seemed to be bad or misaligned. It is unknown if there was a patient, or clinician injury associated with this occurrence.